Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 8/12/2020. One photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a device from the anvil area with a blue reload loaded with some stuck staples properly formed on drivers. No malformed staples could be observed. Based on the photo alone the event describe cannot be confirmed.

Manufacturer narrative:
(B)(4). Batch #u5c58l. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass, on the sixth fire of the procedure on the stomach, the staple line dehissed. Another reload was fired again and it malfunctioned. The third attempt with a new reload and gun completed the case. There were no patient consequences.